Manufacturer narrative:
The returned device was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The stent was not returned. The technical investigation revealed that the stent balloon was inflated. The balloon surface revealed clear visible stent imprints, indicating that the stent was crimped between the x-ray markers. The stent is kinked in its center. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations of the device subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
The orsiro drug eluting stent system was selected for use. It was attempted to deliver the stent to a distal lesion but could not get it past a tortuosity in the proximal lad. The orsiro was removed and a pre dilation was done. When inserting the device again, it was noticed that the stent was dislodged from the balloon outside the patient and was eventually found on the drape.